Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that separation occurred during use with a bd insulin syringe with the bd ultra-fine¿ needle. The following information was provided by the initial reporter, "consumer reported needle hub detached from syringe when removed needle shield."

Event description:
It was reported that separation occurred during use with a bd insulin syringe with the bd ultra-fine¿ needle. The following information was provided by the initial reporter, "consumer reported needle hub detached from syringe when removed needle shield."

Manufacturer narrative:
H.6. Investigation: customer returned (1) loose 1/2cc syringe. Customer states that the needle hub detaches from syringe when shield is removed. The syringe was returned with the hub-needle/shield assembly separated from the barrel. A review of the device history record was completed for batch# 9144836. All inspections and challenges were performed per the applicable operations qc specifications. There were two (2) notifications [200820767, 200821133] noted that did not pertain to the complaint. Process summary: automatic syringe assembly machine, which feeds 1/2cc, syringe components (barrel, stopper, plunger, needle assembly & cap) and assembles these components. This machine consists of a barrel cleaning dial, lubrication dial, plunger/stopper assembly dial, syringe assembly dial, and various inspections and transfer dials. Root cause: l2l dispatch #66082 was created for debris present in shield carrier cups. Corrective action: cleaned the debris out of shield carrier cups. H3 other text : see h.10.

Event description:
It was reported that separation occurred during use with a bd insulin syringe with the bd ultra-fine¿ needle. The following information was provided by the initial reporter, "consumer reported needle hub detached from syringe when removed needle shield."

Manufacturer narrative:
H.6. Investigation summary: no samples (including photos) were returned as of 30 april 2020 therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. A review of the device history record was completed for batch# 9144836. All inspections and challenges were performed per the applicable operations qc specifications. There were two (2) notifications [200820767, 200821133] noted that did not pertain to the complaint. Investigation conclusion: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time. H3 other text : see h.10.